Event description:
In this event it was reported that while a customer was using a cavitron g131 scaler the inserts were heating up and there was no powder flow; no injury resulted.

Manufacturer narrative:
Unit showed significant signs of water system issues. These included rust and debris in the tubing and solenoid. All of these could restrict water flow and potentially create a condition that would cause the insert to overheat. The unit required component upgrades to continue functioning. Potentially due to lack of preventive maintenance. The unit is beyond its four year useful life.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury; therefore, this event meets the criteria for reportability per 21 cft part 803. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.